Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The following non reportable malfunctions were found during evaluation: forceps channel port is deformed, grip has a scratch, switch button 1 has a scratch, switch box has a scratch, right/left knob has a scratch, up/down knob has a scratch, light guide cover glass has a scratch, scope connector has a scratch, scope connector cover unit has a scratch, electrical connector has discoloration, due to a pinhole on channel tube: water tightness is lost, due to breakage of light guide bundle : illumination is poor, plastic distal end cover has a dent, connecting tube has a scratch, due to damage on charge coupled device unit : the image is not displayed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the issue (foreign material at biopsy channel / stained light guide lens) was likely caused due to leakage that occurred from the channel of the device, and reprocessing was not completed. The event can be prevented by following the instructions for use which state: "operation manual chapter 3 preparation and inspection states how to detect the event. Reprocessing manual chapter 5 reprocessing the endoscope states preventive measures.". Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that there was a hole in the nozzle and the evis exera ii gastrointestinal videoscope did not pass the leak test (the device was not disinfected). The issue was found after the diagnostic procedure (duodenoscopy) was completed with the same set of equipment. There was no patient harm associated with the event. The device was returned and evaluated, and there was found to be foreign material in the channel tube; this has been attributed to insufficient cleaning. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed due to a leak in the channel tube. In addition to the foreign material found in the channel tube, the electrical connector was discolored, and the plastic distal end cover was dented. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.